Manufacturer narrative:
**Other devices involved in this event: *pump/(B)(4); cat#1103; exp date: 10/31/2018; mfg date: 10/31/2016; implanted date: (B)(6) 2016; (B)(4). *outflow graft/ 375789-8527; cat# 1125; exp date: 01/31/2021; mfg. Date: 01/31/2015; (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and respiratory failure, right heart failure, multi system organ failure, and bleeding are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator during routine patient updates that a biventricular ventricular assist device (bivads) patient expired on (B)(6) 2017. Patient was originally implanted with left ventricular assist device (lvad) on (B)(6) 2016. At the time of implant, patient did have right heart failure (rhf) as well, but site decided medically manage until (B)(6) 2016 when right ventricular assist device (rvad) was placed emergently. Clinical team stated patient did not thrive post rvad implant, and never "came around neurologically." Patient developed respiratory failure and family decided to withdraw care on (B)(6) 2017, where patient expired thereafter. Of note, after rvad implant on (B)(6), it was noted in operating room (or) that small amount of blood was squirting from the outflow graph (ofg). Site felt there was a hole right where the ofg strain clamp comes together. Surgeon noted it to be extremely small in size, and since protamine had already been given, and bypass machine already clotted, it was decided to not go back on bypass to repair the hole.  Surgeon did not feel the size of the hole was significant enough to affect pump or flow performance. Vad coordinators also stated patient was still getting decent flow from device and ofg issue did not compromise patient. Site not attributing patient outcome or death to rvad ofg hole. Clinical team relates death to multisystem organ failure (msof), and states they do not believe death is related to pump. Family declined autopsy, therefore, pump is still implanted and will not be sent back for analysis. Peripherals being disposed of by site. No additional information available.

Manufacturer narrative:
(B)(4). Method - manufacturing review; actual device not evaluated. Results - no failure detected. Conclusion - quality system deficiency. (B)(4). Method - manufacturing review; actual device not evaluated; result - mechanical problem. Conclusion - design deficiency. The pumps and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed because the devices were not returned and no supporting evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, an internal investigation has been opened to evaluate tears in the outflow graft near the outflow of the pump under the strain relief. Based on this investigation, the most likely root cause of tears/cuts in the outflow graft has been attributed to design deficiencies. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause of the incident can be attributed to death and multi organ failure. The clinical, pharmacological, and patient factors including comorbidities may have aided in the patient's outcome. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.